Event description:
A nurse reported that during surgery, the fms (fluidics mgmt system) did not function well. The pressure was low and flowed at a low rate. The cassette was changed during the procedure, and the surgery was completed without any harm to the pt.

Manufacturer narrative:
A sample has ben received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).